Manufacturer narrative:
A full analysis of the data logs has been performed and this analysis concluded that the arm connection failed due to a memory allocation issue that prevents its complete initialization. Consequently, the software asked to restart the application or shut down the computer. In order to solve the issue, the user had to shut down and reboot the computer several times. A known software anomaly was at the origin of the reported event and will be addressed through our design issues management process.

Event description:
The following events occurred prior to an seeg case on (B)(6) 2020: after merging the pre-op CT to the plan on the robot, the robot was moved into the or. After turning on the robot and connecting the patient, registration was started. At this point, the controller failed to connect. The clinical representative (cr) then shutdown the robot and unplugged for a minute trying another outlet, where the same issue occurred. After shutting down, waiting 3 minutes and restarting, the controller was able to connect. The case then proceeded as normal.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The following events occurred prior to an seeg case on (B)(6) 2020: after merging the pre-op CT to the plan on the robot, the robot was moved into the or. After turning on the robot and connecting the patient, registration was started. At this point, the controller failed to connect. The clinical representative (cr) then shutdown the robot and unplugged for a minute trying another outlet, where the same issue occurred. After shutting down, waiting 3 minutes and restarting, the controller was able to connect. The case then proceeded as normal.